Event description:
It was reported that frost on the needle shaft occurred. An icepearl 2.1 cx 90 degree needle was in use during a breast cryoablation procedure when during the second freeze cycle frost was visible on the needle shaft, as well as, the hub and cables. The patients skin was already being managed with warm water in a sterile glove and checked by the physician. No adverse event occurred as a result and the procedure was completed successfully.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for engineering analysis. It was confirmed shaft temperature points to insufficient thermal insulation of the needle. The ice ball size was within specs and was not compromised due to thermal insulation loss. The soldering joint to shaft was inspected, and no visible soldering gaps or voids were found. A vacuum sleeves insulation test was performed, and ice formed on the entire sleeves. Microscopic examination of the vacuum sleeve surface revealed no soldering flux residuals or corrosive signs. A vacuum sleeve bubble test was performed, and no leak was found on the vacuum sleeve external surface. The complaint was confirmed. The investigation testing results showed insufficient vacuum insulation of the vacuum sleeves.

Event description:
It was reported that frost on the needle shaft occurred. An icepearl 2.1 cx 90 degree needle was in use during a breast cryoablation procedure when during the second freeze cycle frost was visible on the needle shaft as well as the hub and cables. The patient's skin was already being managed with warm water in a sterile glove and checked by the physician. No adverse event occurred as a result and the procedure was completed successfully.